Manufacturer narrative:
Additional other #: cs 2930-05. Explanted device was examined visually and showed no non conformities. The scratches on the endplate are from the explantation according to the addening ulrich sales rep. Measurement-technology assessments showed no deviations from MFR specifications. Device master records and raw materials are in specification. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indication outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.

Event description:
Vertebral body replacement (obelisc vbr) sintered into the vertebral endplate. The endpiece of the implant went loose from the centerpiece due to the sintering. The implant was removed completely.